Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said that they had removed their implant due to nerve problems. The patient said that they thought it was pressing on a nerve. The patient said that a month before it was removed it had slid down their leg. When the healthcare provider (hcp) went to remove the device, the hcp said the device had moved and asked if the patient lost some weight. The patient said that their urologist had to remove the implant due to nerve pain in november 2025. The patient also said that the implant seemed not to help that much. The patient asked if they could return the handset. The agent reviewed device disposal guidelines.